Event description:
It was reported that multiple cartridge alarms (alarm 20) occurred. Customer's blood glucose was 250 mg/dl. Reportedly, the customer reverted to alternate therapy for diabetes management.